Manufacturer narrative:
Possible lot numbers 33551845, 33564028, 33571028, 33571030.

Event description:
10 months after implant thoracic fixation screws were removed from consolidated and healed bone.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing dates for possible lots identified: lot # 33551845, mfg date 06-21-2023. Lot # 33564028, mfg date 07-27-2023. Lot # 33571028, mfg date 08-28-2023. Lot # 33571030, mfg date 08-16-2023.